Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they've had their device for 2+ years and it was a waste of time. They had it set at the highest setting to run down the battery. It didn't work from the very start. Additional information was received from the patient. They stated they had a surgeon that didn't place it correctly. They then found that their estrogens were low and started on estrogen hormones and the problem was solved. They said "please remove it".